Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced critical pump error (open book image). The customer reported, no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. It was unknown, whether the customer will continue the use of the device. No harm requiring medical intervention was reported. Mmt-1712kl was requested. And customer response was, the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit power up properly after battery installation. Unit was downloaded successfully using thus for reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement, active current measurement, self test. No blank display, low battery alarms, critical pump error or unexpected battery power loss noted during testing. Unit functioning properly. No abnormal behavior during download history review. Proceeded by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Moisture damage noted on electronic assemblies during visual inspection. Unit received with scratched case, cracked case, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, stained keypad overlay, pillowing keypad overlay. In conclusion, customer concern of critical pump error (open book image) was not confirmed during testing. Unit powered up properly after battery installation and was tested successfully. Cosmetic damage confirmed when cracked case on battery tube was observed. Moisture damage was found on electronic stack during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.